Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, allegedly there was difficulty inserting the pta balloon through the 6fr sheath on the second inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. The balloon catheter was returned in a partial segment. Distal tip of device was not returned for evaluation, marker bands are present. A circumferential rupture and break in the polyimide is noted at the point of detachment, 9.4cm from the terminus of proximal balloon cone. The catheter was kinked throughout its length. However, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted to the device. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. Based on the sample condition, the investigation is confirmed for a balloon detachment and a circumferential balloon rupture. The investigation is inconclusive for sheath retraction issues and difficult to insert, as functional testing could not be performed due to poor sample condition and the customers sheath was not returned for evaluation. It is likely that the balloon rupture contributed to difficulty removing the balloon from the sheath and the balloon detachment. However, the definitive root cause for the balloon rupture is unknown. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilac vein, allegedly there was difficulty inserting the pta balloon through the 6fr sheath on the second inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.